Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted. However, while crossing the septum, the sgc jumped through the septum, causing contact with the posterior aspect of the left atrial roof, which caused a significant pericardial effusion. Therefore, the sgc was removed from the patient. To treat the pericardial effusion, pericardiocentesis was performed. The procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and a cause for the reported unintended movement of the sgc cannot be determined. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.